Event description:
Description of event: in 1999, a dr implanted a 31mm mitral st. Jude medical mechanical heart valve sjm masters series with silzone coating (model 31mecs-602). This pt was part of the artificial valve endocarditis reduction trial (avert) and had a history or hypertension, diabetes mellitus treated with insulin, caddiomegaly, atrial fibrillation, and obesity. On the first postoperative day, the pt experienced a cerebral vascular accident with right hemiparesia and residual dysphasia. Transesophageal echocardiogram demonstrated thrombus in the left atrium. A CT scan was performed in september 1999 which showed an ischemic ictus in the middle cerebral area without hemorrhage or infection mass. Prolonged mechanic ventilation was required due to the pt's neurological condition. A tracheotomy was performed in october 1999 with eventual withdrawal of the mechanic ventilation in october. The pt also expired nosocomial pneumonia (h. Influenzae), which began on the fourth postoperative day. In 1999, the pt was admitted due to thoracic pain and sweating. An echocardiogram indicated an infero-posterior and lower lateral acute myocardial infarction. A stent was implanted in the obtuse marginal coronary artery. The pt also experienced bleeding from a small ulcerous lesion and a respiratory infection without "gasometric or radiology problem". No add'l info was received and the valve remains implanted.

Event description:
One day post-operatively, the pt suffered a cardiovascular accident with severe right hemiparesia. The pt was maintained on a mechanical ventilator, later requiring a tracheostomy. A tyrosine-ethyl-ester also showed thrombosis of the left atrium (avert).